Event description:
While conducting maintenance on this bed in the maintenance shop, it was discovered that the power cord housing was damaged and the bed was receiving no power. There was no patient involvement in this incident.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.